Manufacturer narrative:
Findings: the unit was received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unable to confirmed pump error post-reset ram crc alarm, history pointers failed alarm and trace pointers are invalid alarm due to blank flashing white lcd display. Unit was received cracked retainer, minor scratched display window and scratched case.

Event description:
The customer was reported via phone call that, the customer received with multiple insulin pump errors. The blood glucose was 185 mg/dl at the time of the incident. Customer also reported with replace battery and low battery alarms. The insulin pump will be returned for analysis.